Manufacturer narrative:
Batch review performed on 14-jun-2024: lot 2316323: (B)(4) items manufactured and released on 07-sep-2023. Expiration date: 2028-08-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implant involved, batch review performed on 14-jun-2024: gmk-sphere 02.12.e0220fr tibial insert fixed sphere flex size 2/20 mm r e-cross (k202022) lot 2103962: (B)(4) items manufactured and released on 17-may-2021. Expiration date: 2026-04-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 4 months after primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner and patella implant. The surgery was completed successfully.